Event description:
Manufacturer narrative (provided by livongo). The patient was educated on how testing with a cuff that is too small can cause high inaccurate readings. Once the new livongo monitor has been released with a larger cuff the member will be sent a replacement as a resolution. In the meantime the patient will stop testing with the livongo monitor. Event description: the patient stated that they took their livongo blood pressure monitor to their doctor's office to compare against a manual cuff reading and received a 50 point difference in readings. The livongo blood pressure monitor read 174/97 and the manual cuff read 124/80. The patient disclosed that their doctor was previously prescribing their medication based on the readings that were sent over from the livongo blood pressure monitor. After they compared the livongo monitor to a manual cuff it was determined that the livongo cuff was too small for the member's arm causing higher readings. The patients medication was readjusted to the appropriate prescription based on the manual readings.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.